Event description:
It was reported by the sales rep that the patient stated that she was having pain using the stim. She stated that she has moved the electrodes to different areas and has pain when in use. Patient stated she was having pain using the stim states the pain is below the skin. Patient is treating l4-l5 states pain was about 5 when she changes the 72r electrodes to new position pain went to 8 she's not sure if the pain is coming from electrodes. States pain started out little then gradually increased. Replacement 63b electrodes were shipped to the patient. No additional patient consequences have been reported. Spinalpak was not returned for evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Manufacturer narrative:
Zimmer biomet complaint cmp (B)(4). Date of event: (B)(6) 2021. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient stated that she was having pain using the stim. She stated that she has moved the electrodes to different areas and has pain when in use. Patient stated she was having pain using the stim states the pain is below the skin. Patient is treating l4-l5 states pain was about 5 when she changes the 72r electrodes to new position pain went to 8 shes not sure if the pain is coming from electrodes. States pain started out little then gradually increased. Replacement 63b electrodes were shipped to the patient.